Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing black particles in the device. The patient alleged headache, sneezing, watery eyes and sinus irritation. There was no report of seriuos or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing black particles in the device. The patient alleged headache, sneezing, watery eyes and sinus irritation. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of dust-like and hair-like contamination found on top enclosure by the modem port and within bottom enclosure, grey dust-like contamination found between front panel and bottom enclosure and on top of blower box, white dust-like contamination found on blower and within blower box. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found 1 instance of e-83. The manufacturer concludes there was evidence of dust-like and hair-like contamination found on top enclosure by the modem port and within bottom enclosure, grey dust-like contamination found between front panel and bottom enclosure and on top of blower box, white dust-like contamination found on blower and within blower box. The manufacturer confirmed there was no evidence of sound abatement foam degradation.